Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR: 8030665-2014-00121.

Event description:
A peritoneal dialysis (pd) patient reported to his nurse that he experienced fluid leaking on the tubing near the catheter connection. The patient was not able to completely close the catheter to the patient line. An effluent sample was collected and cultured. Patient received prophylactic vancomycin and oral cipro. The culture came back negative for infection and the nurse reports the pt is feeling well. No adverse event reported at this time.